Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibia item # unknown lot # unknown, unknown femoral item # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06485, 0001822565-2018-06486. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent knee arthroplasty and subsequently experiencing a rash.